Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital 3 days after the lead was implanted and was diagnosed with a small pericardial effusion. The physician treated the patient with steroids and thought that the effusion would resolve on its own. Later, the patient was readmitted to the hospital for shortness of breath, and it was found that the patient had a large pericardial effusion. The plan was to drain the effusion and revise the rv lead. Further information was received that this lead also exhibited high and unstable capture thresholds. Intermittent loss of capture was noted at outputs of 5.0v @ 1.0ms when the patient would be in a side lying position. This resulted in greater than 2 seconds of asystole, but no serious injuries were associated with this. The pericardial effusion was drained, and a lead revision procedure was performed where this rv lead was explanted and a new lead was successfully implanted. At the post-procedure check following the replacement was completed, and the measurements were all within normal limits.